Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call battery out limit alarm. Customer's blood glucose level was 425 mg/dl. Troubleshooting for the battery out limit alarm was performed. Customer advised they have used an entire pack of batteries and continue to receive the alarm. Customer advised that their healthcare provider advised them to discontinue use of the device. Troubleshooting for the high blood glucose levels was performed. Customer advised they treated their high blood glucose levels using manual injections. Customer performed the high pressure test and passed. Customer advised they will be assisted by a professional to program and adjust the setting on their insulin pump properly so they may once again start using the device.